Event description:
Additional information received reported that the patient was in rehabilitation.

Event description:
It was reported that the patient had a trial yesterday. The patient was programmed after the trial leads were placed with no complications or issues, and the patient received good paresthesia in the needed areas (low back and bilateral legs). When the hospital staff got the patient up to help her get dressed, the patient could not stand and said she could not feel her legs. The doctor instructed the staff to take the patient directly to the ER and the leads were removed. Later in the evening, the patient was discovered to have an epidural hematoma and decompression surgery was required. Currently, the patient could not move from the waist down and was hospitalized.

Manufacturer narrative:
Product ID: 387460, lot# va0751d, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 387460, lot# v912909, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).